Event description:
When monitoring a pt with the device, the pt's ECG was displayed upside down. The ECG cable was replaced and proper operation was observed. No adverse effects to the pt were reported as a result of the alleged malfunction.